Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after post stent dilatation, the pt became aphasic and confused with right upper extremity weakness, diagnosed as a stroke. A CT scan showed no evidence of acute intracranial abnormality; however, there was mild atrophy and mild periventricular white matter with chronic small vessel ischemic changes. Thrombolytics were administered. One day post-procedure, with symptoms progressing, the pt developed right-sided paralysis, severe aphasia, severe sensory loss and was not alert. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx accunet malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the rx accunet instructions for use. A review of the finished device lot history record did not reveal any non-conformities which have contributed to this event.